Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed occurrences of self-test failure. The reported event was attributed to the end user using the incorrect type of electrode pads (basic/pedi pads). This device is configured for CPR/mwp/complete electrode pads. The electrodes used were not received as part of this investigation. This report has been attributed to improper use of the device by the end user. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.